Event description:
It was reported that the device could not be interrogated. The patient's daughter stated that patient had undergone radiotherapy and at the time, the device was not protected. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the reported communication anomaly. The reset was due to parity errors. The parity errors were cleared and the device interrogated normally. The cause of the error was due to radiation treatment.